Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that at the user facility the device was running too fast, which poses the risk of unintended cutting. No further information regarding this event was provided by the user facility.

Manufacturer narrative:
No device problem was found during service evaluation. The device was returned to the customer without repair.

Event description:
It was reported that at the user facility, the device was running too fast, which poses the risk of unintended cutting. No further information regarding this event was provided by the user facility.